Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope presented white residue in the auxiliary water channel, scope communication error code e216 and image flickering. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of white residue: cause not established. Based on the results of the investigation, it is likely the following led to the malfunction of error code and image flickering: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.